Manufacturer narrative:
(B)(4). E1 initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that alert/notification settings issue occurred. The patient's spouse reported that the continuous glucose monitor (cgm) went low, but the sensor was not alerting the patient. The event occurred 10/30/2024 after the sensor had been inserted in the arm. Per documentation the spouse did not hear a sound or a beep indicating a low alert from the mobile device. The spouse was unsure how long the patient had a low reading from the time the patient went unresponsive, probably around 1 or 2 hours. No fingerstick was performed and the spouse called the paramedics since she suspected stroke or heart attack. Prior to the arrival of the paramedics, the patient was given orange juice by the spouse. Paramedics gave the patient glucose gel and after a couple of minutes fingerstick was performed with blood glucose (bg) meter reading close to 50 mg/dl. The cgm reading was not provided. The patient woke and was transported to the hospital. At the hospital, fingerstick was approximately 120 mg/dl. There was no mention of medication provided at the hospital. The patient stayed overnight and was discharged the next day around 10 am in the morning on (B)(6) 2024 while euglycemic. The patient was doing fine at the time of the call. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.